Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed the tool coupling check. The coupling shaft piece and the front end of the locking mechanism were broken. During service/repair, it was determined that the coupling piece shaft was broken, and the stop ring labelled ring was worn. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods, and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the trinkle drilling attachment device broke at the connection. During in-house engineering evaluation, it was observed that the unit failed the tool coupling check. The coupling shaft piece and the front end of the locking mechanism were broken. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.